Manufacturer narrative:
(B)(4). Date sent to the FDA: 09/21/2020. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. The single complaint was reported with multiple events. There was no additional available regarding exact quantities. If further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the initial procedure? Could you please confirm when did the event occur? Could you please confirm if the patient suffered any consequence due to the breakage suture? If it occurred during a procedure, could you please indicate if the procedure was successfully completed and how was it completed? In the notes indicates "several sutures were used", could you please confirm if these sutures were used in this procedure? If not. Please confirm if the others issues were reported in another complaints? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/13/2020. A manufacturing record evaluation was performed for the finished device lot number qbbmtb, and no non-conformances related to the reported complaint condition were identified additional h3 investigation summary: twenty-two unopened samples of product code eh7144h, lot # qbbmtb were received for evaluation. During the visual inspection of unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The device performed without any defect noted and the actual complaint sample was not returned for analysis. Additional information was requested and the following was obtained: what is the initial procedure? The suture is used to make a spin suture for a septum operation. Could you please confirm when did the event occurred? The problem with the thread occurs repeatedly during this part of the procedure. Could you please confirm if the patient suffer from any consequence due to the breakage suture? No, the patient does not suffer any consequences. If it occurred during a procedure, could you please indicate if the procedure was successfully completed and how was completed? This part of the operation is then performed with the 4-0 pds thread. In the notes indicates "several sutures were used", could you please confirm if these sutures were used in this procedure? Yes, it happens in this procedure. Please confirm if the others issues were reported in another complaints? No other complaints have been reported in relation to this thread. Note: events reported in 2210968-2020-06898 and 2210968-2020-06899. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/16/2020. Additional information was requested and the following was obtained: what is the initial procedure? Rhinoplasty and skin closure. Could you please confirm when did the event occurred? > 20 times over the last months. Could you please confirm if the patient suffer from any consequence due to the breakage suture? No. If it occurred during a procedure, could you please indicate if the procedure was successfully completed and how was completed? Yes, successfully completed, often after switching to ethilon 5-0 in the notes indicates "several sutures were used", could you please confirm if these sutures were used in this procedure? If not, please confirm if the others issues were reported in another complaints? Popping of the 4-0 ethilon occurred in many patients with sutures from different batches. 5-0 appeared to be more robust. The suture snapped at the knot, or at other locations that had not been squeezed by the needle holder or forceps the single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts were made to obtain the information. If further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.